Event description:
The customer reported to olympus, during reprocessing, the evis exera duodenovideoscope tested positive for over 1000 colony forming units (cfus) of pseudomonas mosselii. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Corrected fields: b3 (information was inadvertently missed on the initial), d9 (device was returned prior to initial submittal) this report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test performed at the third-party labs: sampling date: nov 16, 2023 sampling from: distal end cfu: 1cfu bacterial identification: bacillus spp. Mesophiles (30°c) sampling from: channels cfu: <1cfu bacterial identification: no bacteria detected the device was evaluated and no abnormalities were found that could have led to a positive culture. The following defect was noted during device evaluation; the bending section cover glue was separated. This defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.